Manufacturer narrative:
The IFU warns: "do not use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis." Additionally, the IFU states to confirm via angiogram that there is "no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy." Adverse events associated to the deployment of vascular closure devices have been identified in the IFU as follows: "ischemia of the leg or stenosis of the femoral artery. Local trauma to the femoral or iliac artery wall, such as dissection." The root cause of the vessel stenosis is likely from the toggle catching on either the dissection or on the severe calcification present in the vessel. Dissections are a common event for large bore procedures, therefore it is inconclusive if the dissection was caused during the procedure or by the manta closure device. Risk documenttion was reviewed and this is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. Based on the information reviewed, there appears to be no product quality issue in respect to manufacture, design, or labeling."

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use provides the precaution: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Adverse events related to the deployment of vascular closure devices have been identified and include access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on 30(B)(6) 2020. The patient's femoral artery used for access measured 6.1 mm and had severe anterior wall calcification present. Depth location for manta vascular closure device (manta) deployment was measured at 4.0 cm + 1.0 cm. A 23 mm valve was delivered using a 14f e-sheath. The insertion of the valve was described as "rough." After the manta was deployed, the manta was said to have "snagged back" when the operator was pulling the device back to tension. The tension gauge displayed the yellow/green indicator and tension was maintained while the lock advancement tube was advanced down. The time to hemostasis was noted to be immediate. Post-deployment angiogram revealed reduced blood flow. The operator opted not to balloon the area of obstruction or place a stent. The patient underwent a surgical cut-down to explant the manta and close the artery. The physician stated the manta's toggle was not seated correctly in the vessel and was obstructing blood flow as visualized during the surgical repair. The physician also stated a dissection was seen during the surgical repair. The physician further stated he believed calcium in the vessel was a factor in the toggle not seating correctly. The patient's condition was reported as "fine."